Event description:
New information received indicates that the lead was capped during the revision.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the left ventricular (lv) lead exhibited high capture thresholds. The lead was revised and replaced on (B)(6) 2026. The patient was in stable condition.